Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
During index procedure, two resolute onyx drug-eluting stents were implanted in the rca. Approximately 11 months post procedure, patient expired. The cause of death is unknown. Sponsor assessed event is possibly related to device and anti platelet medication. Death was classified as sudden cardiac death. It was stated that patient was not taking the medication regularly and using the nebulizer more frequently than recommended which could have led to cardiac arrest. It was also reported that patient still heavily smoked cigarettes which likely contributed to patient's death. Investigator assessed that the event was not related to antiplatelets medication and unlikely related to index device. Cec adjudicated the death as a cardiac death. Cec commented possible stent thrombosis, sudden death 1 yr post stent. The possible stent thrombosis occurred in the rca.